Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the fracture was identified. It is likely the result of stress; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 to be continued: (B)(6).

Event description:
It was reported the single use aspiration needle was fractured. There were no reports of patient involvement.